Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications #200224804 were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement.

Event description:
(B)(4).